Event description:
A 67-year-old male with acute myocardial infarction (ami) complicated by cardiogenic shock was supported with an impella cp inserted via the right femoral artery. The patient's pre-support condition was reported as society for cardiovascular angiography and interventions (scai) stage d shock. The patient's medical history included known coronary artery disease (cad), diabetes mellitus (dm), and renal insufficiency. The purge solution consisted of dextrose 5% in water (d5w) with 25 meq/l sodium bicarbonate. During support, the patient was noted to have decreased urine output and dark-colored urine, along with low hemoglobin and hematocrit levels. Hemolysis was reported; however, the onset of hemolysis was reported to have occurred prior to initiation of impella support. Additional contributing factors were reported to include elevated blood glucose levels and other underlying medical conditions. At the time of the report, the impella cp was operating at p7 with flows of approximately 3.0 l/min. Based on the available information, the reported hemolysis predated impella support. The patient's known coronary artery disease, diabetes mellitus, renal insufficiency, elevated blood glucose levels, and other underlying medical conditions were reported as contributing factors. The patient survived to explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.